Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer stated the night prior he attempted to prime passed 5 units and the device alarmed. In the morning he didn't use the device and reverted to back up plan. He wasted half a bottle of insulin refilling the reservoir. Primed and when he gave 5 unit bolus and when it delivered two the alarm occurred. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed and the insulin pump was unable to manually push insulin through infusion set and reservoir with the plunger. Customer was advised the alarm with an infusion set and reservoir connection issue. Customer then performed manual prime and insulin exits. Customer believes issue is with the pressure between the infusion set and the reservoir. The reservoir is not returning for analysis.